Event description:
The wife of a male pt contacted lifecor customer support to report that one of his battery packs will not turn the system on. The other battery pack appears to be functioning normally. She also reported the battery pack is giving "battery pack fault" leds when plugged into the charger. A replacement battery pack was provided to the pt. Support requested a data download. The pt was unable to download at that time since he was at work, but downloaded later that evening. A review of the download confirmed several "battery pack faults" with one battery pack. This pt has experienced multiple battery pack faults over the past month.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack. Further investigation is currently underway into the pt's home environment and device care practices due to the non-random nature of this pt's battery failures.